Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratch and crack on pump screen and the customer state that it was hard to read. The customer¿s blood glucose was 127 mg/dl at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked lcd window, minor scratched lcd window and broken belt clip slot.